Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not preparing the skin using an antiseptic solution, and the patient attending the post-op visit have been ruled out as potential causes of the reported issue. However, the questionnaire shows the clinical representative is unsure if the site was irrigated before closure and if antibiotics were prescribed pre-operatively, potentially contributing to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to the site not being irrigated before closure (user error - clinician).

Event description:
The patient reported a staph infection at the incision site. The stimulator was explanted on (B)(6) 2021 and no further issues were reported.